Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Upon visual inspection there was no noted external damage found. The device history log was reviewed finding that there was an occlusion and motor rate error. Multiple flow and occlusion tests were performed; no discrepancies noted. The force calibration was checked and found to be within factory specification. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.

Event description:
Information was received indicating that an occlusion error and motor rate error occurred to a smiths medical medfusion 3500 pump. There were no reported adverse effects.